Manufacturer narrative:
There have been no additional complaints reported against the finish goods lots and the device history record shows the product was released per specifications. Seven unopened samples were received; the suspect product for this event was not returned. Four samples were randomly selected, they were visually inspected and no obvious defects were detected. The non-suspect samples were functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned samples were unopened and are not suspect product. The non-suspect samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cassettes were not allowing for proper suction. The cassettes were replaced to complete the procedures. There was no patient harm. Additional information has been requested and received. The product sample was requested for evaluation.